Manufacturer narrative:
The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received with surface residuals adhered to the optic body compatible with handling the lens in a non-sterile environment. Also, the lens had one haptic distorted, which may be a consequence of the explant process. At the final inspection process lenses are 100% cleaned and inspected at 10x microscope magnification for cosmetic defects including haptic defects and surface residuals. Any cosmetic and haptic defects that do not meet the inspection criteria are rejected. No manufacturing cosmetic conditions were observed in the returned sample. The returned sample condition is consistent with a lens that has been explanted from the patient's eye. Based on the investigation no manufacturing cosmetic defects were confirmed. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the capsular bag tore and the lens was removed and replaced in the same procedure. No injury to the patient was reported. Further information has been requested, but not provided. Patient date of birth and gender was requested; however, has not been provided.

Manufacturer narrative:
Follow up from the reporting facility indicated that the suspect intraocular lens (iol) did not come in contact with the patient. During epinucleus removal (with an alcon phacoemulsification machine) the surgeon broke the capsular bag. It was not possible to place the suspect iol and the surgeon placed an aphakic iol instead. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4). Placeholder.